Event description:
It was reported that the patient experienced telemetry issues. The patient hated recharging and her battery had been in overdischarge for a year and was unrecoverable. A revision was performed to change the patient to a primary cell battery. The procedure went fine and it was reported that everything appeared to be normal.

Manufacturer narrative:
(B)(4): lead model 39565-30, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; extension model 3708120, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; extension model 3708120, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).